Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during their automated peritoneal dialysis therapy. Per initial report, one of the supply bags fell and became disconnected from the supply line of the homechoice set. Reportedly, the home patient then reconnected the supply bag to the supply line and attempted to complete therapy. No patient injury was indicated at the time of the initial report.